Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens implant procedure, the patient experienced eye irritation and redness, episcleritis, secondary cataract/posterior capsule opacification, decreased vision and occasional discomfort. The patient discontinued contact lens wear and was prescribed with medications for episcleritis. The patient's visual symptoms include trouble driving at night because of glare, trouble doing near work like threading a needle or reading fine print. The patient underwent yag capsulotomy and the visual acuity was improved. There are two medical device reports associated with this event. This report is associated with the left eye.